Event description:
Physician performed a transobturator procedure in 2009 without incident. After the surgery, pt notified physician she was experiencing retention. At about 15days later, physician performed second procedure and made adjustment to sling tension. Pt has not had further affects.

Manufacturer narrative:
Eval codes (other): there was no device malfunction during the procedure. Device functioned according to specifications.